Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they had no delivery alarm during fill tubing. Customer's blood glucose was unknown mg/dl. The customer's mother reported the alarm was resolved by an infusion set change. Customer's mother reported that the alarm did not occur during manual prime. Customer is not able to troubleshoot at time of call because they are unable to determine the cause of the issue. The customer was advised that we would replaced the sets. The customer was returning the product base on her request.